Event description:
It was reported that the device had an out-of-box failure; the downstream sensor quiescent voltage read at 3mv; the downstream sensor voltage did not change loaded/unloaded. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device used. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The most probable cause was determined to be a faulty downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.